Event description:
The reporter stated during monitoring of arterial blood pressure, an unexplained pressure display change occurred. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that samples were available; however, no samples have been received. Smiths is unable to confirm the issue or determine a possible cause without returned product eval. A follow up report will be submitted should info become available that impacts smiths' investigation. Additional lot number: 1274953.